Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the harmonic ace instrument tip broke off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information regarding the reported event. The harmonic ace instrument was inspected prior to use and appeared normal, with no visible damage. While dissecting, a fragment fell inside the patient. The instrument had only been in use for 2 or 3 minutes, with no noted functional issues other than an error message on the robot system, prompting further inspection. There was no collision with other instruments or hard materials, and prior to removal, no resistance was felt and the wrist was straightened. After removal, no damage to the cannula or instrument was observed. The fragment was retrieved using a laparoscopic grasper but was accidentally discarded. No additional procedures or post-operative imaging were required, and the surgery was completed robotically. There were no reported patient injuries or complications related to a retained foreign object, and the instrument is available for return, though no photos or videos are available for review.

Manufacturer narrative:
The harmonic ace instrument was received for failure analysis evaluation. The instrument was found to have the blade broken at the base. A piece measuring approximately 0.4390" x 0.0610" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage.